Event description:
(B)(4). I had essure inserted in (B)(6) of 2011. Heavy bleeding started immediately. Went back to for check up to make sure if blockage and had severe reaction to dye inserted. Bp dropped to 70/33 with severe pain, nausea and sweating. I was brought straight to emergency room. I have severe hip pain. Constant migraine. Pelvic pain. Vision loss. Hives from nickel allergy that my obgyn said was not enough nickel to matter. Memory loss and ect. My coils were inside my tubes. My new dr said. Which lead to a total hysterectomy on (B)(6) 2015. This product has severely decreased my quality of life!!!